Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained when processing a patient sample on a vitros 5600 system. The most likely assignable cause is instrument related as a precision test performed by the customer was outside ortho acceptable guidelines indicating that the instrument was likely not performing as intended at the time of the event. An ortho field engineer performed service actions to multiple analyzer subsystems and following service actions an acceptable within-run precision test result was obtained indicating the vitros 5600 system was performing as expected after service actions had been completed. Based on historical quality control results, a vitros tropi es lot 2861 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2861 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it could not be established if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained non-reproducible, higher than expected troponin I result when testing a patient sample on a vitros 5600 system. Patient sample vitros tropi es result 40.2 ng/ml versus the expected vitros tropi es result 0.022 ng/ml a biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. No treatment was altered, initiated or stopped based on the reported result and a corrected report was later issued. Ortho has not been made aware of any allegation of patient harm as a result of this event. (B)(4).